Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the infusion set tubing. The customer's blood glucose was 347 mg/dl. Reportedly, the customer primed the tubing, and removed the air bubble.